Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty fsr. (Gold).no insulin smell on reservoir compartment noted. Button responded properly. No moisture damage on keypad traces noted. Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
It is reported that a customer states that their insulin pump is not working. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.